Manufacturer narrative:
The phacoemulsification machine was examined by an amo field service specialist (fss). The fss observed during the self-test sequence, the IV pole did not move. The fss resolved the IV pole issue by restarting the machine. The fss found no issues with the operation of phacoemulsification unit. The case log was retrieved for further evaluation. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Initial reporter telephone: (B)(6). The phacoemulsification machine was examined at the customer location by an amo field service specialist (fss). The fss was able to confirm the issues reported. The surgery center requested a replacement of the phacofragmentation unit as it had been purchased recently. The unit was replaced. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. As a result of the corneal burn, the wound required a suture. A brief description from the surgery center indicated on the third procedure for that day, the vacuum did not work when in phaco mode 1 and phaco mode 2 thus, the cataract procedure was completed by using phaco mode 4 with the settings programmed at high vacuum. As a result of the phaco procedure prolonged, the corneal burn occurred. Although, there was no other patient injury reported, the surgery center indicated they also had vacuum not working in peristaltic mode. In addition, the IV pole would not rise during the priming stage with the 1st and 2nd procedures of the day. The rest of the procedures were performed by using a backup system.

Manufacturer narrative:
Correction: the initial MDR provided a date of manufacture as 03/27/2017 however the manufacturing site reported the manufacturing date for this unit is 1/2017. Device evaluation: a record review was performed. Service history records, device history records and trending records were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for the unit showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.